Manufacturer narrative:
Block b3: exact date unknown, event occurred a year from the date manufacturer became aware of the event. Block d6b: explant date: 2023. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. (B)(6). Product family: scs-extension: upn: m365sc3138550, model: sc-3138-55, (B)(6).

Event description:
It was reported that the patient underwent a full spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.